Event description:
On 1/6/99, a rescue squad arrived at the scene to find a 76-year-old female pt unconscious, breathless, and pulseless. The pt had a history of cancer. CPR was started and the defibrillator with r2 electrode pads was attached to the pt. The electrode pads were visually inspected prior to use and appeared normal. The analyze button on the defibrillator was pressed and the unit prompted "monitor only". A second defibrillator was used and the same "motor only" message was displayed. The electrode pads were changed and the defibrillator was able to analyze the pt. The rhythm was assessed as non-treatable and the pt was pronounced dead.